Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient is deceased and died approximately one week post implant of the implantable pulse generator (ipg) system. It was further reported the patient presented to the emergency room several days post implant complaining of nonspecific chest pain. Device function was unremarkable and no changes were made. The patient presented two days later to the emergency room and was taken to the cardiac cath lab where a pericardial window was performed, hemorrhage was seen and the patient died later that day. Device interrogation was performed and noted stable lead impedance and no sustained arrhythmias. Sensing and pacing appeared normal on stored electrograms. The preliminary but not final cause of death was a suspected aneurysm rupture however was pending. No sign of lead perforation or other device issues were evident in the initial autopsy.